Event description:
Over the last few day nurses in our new born intensive care unit reported that 4 out of 20 catheters have failed during use. Nurses reported that after the first time they flushed the catheter they are not able to flush on subsequent attempts making it so they have to replace the catheter with a new one. There is a little plastic sleeve on the catheter. This is the area that seems to clog. Our facility has 14 boxes with 5 kits each, still remaining from this lot. We are in the process of notifying the manufacturer. No patients were harmed except for the fact that another catheter had to be inserted.